Event description:
The customer reported to philips healthcare that they could not defibrillate using the heartstart xl. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.